Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error. The customer's blood glucose reading was 491 to 498 mg/dl at the time of incident. Customer indicated that they will administer a bolus and will monitor the pump. Troubleshooting found that the customer wanted to report the incident and no further assistance was needed.